Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and reported to the physician. A new sample was drawn three hours later and the troponin result was negative. The physician question the results and requested that the patient samples be repeated. Three sample tubes that were drawn initially were repeated and the test results were all negative. The repeat negative results were reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the initially positive advia centaur xp troponin ultra result when compared to the second sample draw repeat negative test results is unknown. There were no observed errors in the system event log during the processing of the sample. The customer's quality controls results were within acceptable limits and no other discordant patient results reported. The customer has declined a field service visit and considers this a sample specific issue. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." No conclusion can be drawn.